Event description:
New information received noted that intermittent noise with high ventricular rate (hvr) were noted on the right ventricular lead. No intervention was made. Patient was stable before, during and after the check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing and intermittent decreased impedance. No intervention was reported. The patient will continue to be monitored.

Event description:
New information notes that the lead was explanted and replaced due to noise and high capture thresholds. Patient was stable.

Event description:
New information received noted the patient's right ventricular lead exhibited undersensing. No intervention was reported. The patient will continue to be monitored.

Manufacturer narrative:
A complete lead was returned in two pieces. The reported events of noise, high capture threshold, under-sensing, over sensing and low lead impedance were confirmed. Final analysis found the inner insulation abraded at 3.6 ¿ 5.1 cm from the distal tip. The cause of the reported events was due to inner insulation abrasion.